Manufacturer narrative:
(B)(4): sample involved in this event will not be returned as the customer has indicated that they have discarded it. No failure investigation could be performed.

Event description:
The user reported that the components at the bottom of the burette disconnected while attached to the patient. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.